Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), device expulsion ("migration of essure device: fundal myometrium/malposition of the device") and genital haemorrhage ("excessive bleeding") in a 48-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, 6 years 10 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), hot flush ("hot flashed"), libido decreased ("low libido"), adnexa uteri pain ("fallopian tube pain") and dysmenorrhoea ("cramps (while on period)"). The patient was treated with surgery (she underwent a pelvic surgery in (B)(6) 2017 to try and alleviate the symptoms) and surgery (she underwent a pelvic surgery in (B)(6) 2017 to try and alleviate the symptoms). Essure treatment was not changed. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, weight increased, hot flush, libido decreased, vaginal haemorrhage, migraine, tooth disorder, fatigue, alopecia, menorrhagia, adnexa uteri pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, libido decreased, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she was planning for essure removal, however date was not scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. On (B)(6) 2010, hysterosalpingogram revealed no abnormalities to the uterus. The fallopian tubes were filled to the devices placed within them. No spillage occurred on (B)(6) 2010. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet received. New reporter added. Plaintiff demographics added. Essure indication updated. New events weight gain, hot flashed, low libido, abnormal bleeding (vaginal, menorrhagia), migraines, migration of essure device location of device: fundal myometrium, dental problems, fatigue, hair loss and fallopian tube pain were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she underwent a pelvic surgery in (B)(6) 2017 to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.